Event description:
On an unknown date a patient in the Netherlands underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube. On (b)(6) 2026, the patient had insertion site pain and was treated with unspecified Antibiotics. It was reported that the insertion site opening was large and much wider than the tube, with leakage. On (b)(6) 2026, the stoma site pain decreased but was still nagging and the leakage decreased but was pus like. but constantly nagging. On (b)(6) 2026, the insertion site was still red, painful, and had slight pus formation. Unspecified Antibiotic treatment was working well.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Catalog number in D4 is the international List number which is similar to US List Number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed.Stoma site infection is a known complication of a PEG tube placement. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.